Event description:
A customer reported that approximately one year following an intraocular lens (iol) implant procedure, the lens was explanted and the pt experienced a vitreous interchamber eruption. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. There have been no other complaints reported in the lot number. (B)(4).